Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode while driving. It was noted that the patient had a ventricular tachycardia (vt) episode where anti-tachycardia pacing (atp) was delivered. The atp accelerated the rhythm and the patient received a shock, which, successfully converted the patient. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.